Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing of fine ventricular fibrillation, which resulted in diverted episodes. In addition, the device declared an episode for a supraventricular tachycardia rhythm. This was declared non sustained.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing of fine ventricular fibrillation, which resulted in diverted episodes. In addition, the device declared an episode for a supraventricular tachycardia rhythm. This was declared non sustained. Additional information was received that 6 years after this event, this device was explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
It was suspected that the undersensing was due to an electrolyte imbalance. The device's sensitivity was increased to most and the device remains implanted. The event will be reopened if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.